Event description:
On 8/27/2025 the user reported that the ilet device became warm while charging for initial setup. The ilet remained operational with a solid green charging indicator. The user¿s blood glucose levels were not affected and no adverse clinical events were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.